Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the physician injected 300ml saline into the balloon and found that the liquid was leaking from the vagina. It was noted the balloon had been broken; the balloon was split longitudinally. There were no reported adverse effects to the patient as a result of the reported product problem.